Manufacturer narrative:
Additional concomitant medical products: model number: 72400098, lot number: 600394009, model description: control pump fgs. Model number: 72400024, lot number: 603969001, model description: balloon fgs 61-70 cm.

Event description:
I was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and urethral atrophy. A 5.5cm cuff was explanted. The patient was implanted with a new aus device with 4.0cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and urethral atrophy. A 5.5cm cuff was explanted. The patient was implanted with a new aus device with 4.0cm cuff. Should additional relevant details become available, a supplemental report will be submitted. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The analysis does not confirm the reported event. The complaint component performed within specifications, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed.

Manufacturer narrative:
Device information: model number: 72400098, lot number: 600394009, model description: control pump fgs. Model number: 72400024, lot number: 603969001, model description: balloon fgs 61-70 cm.

Manufacturer narrative:
Correction information provided: device evaluation results for pump and balloon: the ams800 control pump was visually inspected and functionally tested. It performed within specifications. No leak was found. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 67.0 cmh2o. It is rated at 61-70 cmh2o. Model number: 72400098 lot number: 600394009 model description: control pump fgs model number: 72400024 lot number: 603969001 model description: balloon fgs 61-70 cm the ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The analysis does not confirm the reported event. The complaint component performed within specifications, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed.

Event description:
I was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and urethral atrophy. A 5.5cm cuff was explanted. The patient was implanted with a new aus device with 4.0cm cuff. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number: 72400098, lot number: 600394009, model description: control pump fgs. Model number: 72400024, lot number: 603969001, model description: balloon fgs 61-70 cm.

Event description:
I was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and urethral atrophy. A 5.5cm cuff was explanted. The patient was implanted with a new aus device with 4.0cm cuff. Should additional relevant details become available, a supplemental report will be submitted.